Event description:
It was observed that during the device evaluation, the colonovideoscope had a burnt c-cover and foreign material at the suction cylinder and at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the malfunction foreign material at the suction cylinder and at the distal end could not be established, while the cause of the additional malfunction burnt c-cover was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.